Event description:
The customer's parents reported via a follow up phone call that the insulin pump failed to vibrate during a self test. The customer's parents confirmed that the insulin pump had its vibrate setting on. They declined troubleshoot assistance, stating they would call after dinner, and declined to provide the customer's blood glucose reading. The customer's parents were advised to call for troubleshooting assistance in order to troubleshoot the matter and replace the device if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.